Event description:
It was reported that continuous glucose monitor displayed malfunction message and customer contacted support about sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, malfunction message did not reappear, and customer successfully started sensor session, with no additional information received regarding any further outcome.